Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and sensing of r wave amplitude variation. No intervention was performed. The patient was stable in condition.

Event description:
New information received notes that the patient's right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.

Event description:
New information received noted that the right ventricular lead was reprogrammed on 26 jan 2022. Patient's weight was 86.2 kg.